Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that unspecified bd¿ pen needle won't remove from the insulin pen and a piece broke off of the needle during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the consumer cannot remove pen needle from insulin pen. Stated when she tried to "re-shield", after injection, she bent the patient end of the pen needle and when she tried to straighten the needle, she broke a piece off. Now she cannot remove the pen needle with outer cover. Verbatim: consumer reported she is new to injection. Sent home with start up kit. Stated cannot remove pen needle from insulin pen. Stated when she tried to "re-shield", after injection, she bent the patient end of the pen needle and when she tried to straighten the needle, she broke a piece off. Now she cannot remove the pen needle with outer cover. Stated she is using the 5mm pen needle, (she kept referring to tear drop label as being purple). Could not provide item number or lot number. Sample available. Sending back piece of needle that broke off. Per snow update: consumer could not provide product information, only description. Did not have a lot. She was given a sample kit/start up package with different bd product inside; pen needles included. She provided a 2012 lot, but it was for syringes. She said the nurse who gave the samples/start up kit, just grabbed a random box from shelf to put her supplies in. The box was unrelated to pen needle she had issue with.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle won't remove from the insulin pen and a piece broke off of the needle during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the consumer cannot remove pen needle from insulin pen. Stated when she tried to "re-shield", after injection, she bent the patient end of the pen needle and when she tried to straighten the needle, she broke a piece off. Now she cannot remove the pen needle with outer cover. Verbatim: consumer reported she is new to injection. Sent home with start up kit. Stated cannot remove pen needle from insulin pen. Stated when she tried to "re-shield", after injection, she bent the patient end of the pen needle and when she tried to straighten the needle, she broke a piece off. Now she cannot remove the pen needle with outer cover. Stated she is using the 5mm pen needle, (she kept referring to tear drop label as being purple). Could not provide item number or lot number. Sample available. Sending back piece of needle that broke off. Per (B)(4) update: consumer could not provide product information, only description. Did not have a lot. She was given a sample kit/start up package with different bd product inside; pen needles included. She provided a 2012 lot, but it was for syringes. She said the nurse who gave the samples/start up kit, just grabbed a random box from shelf to put her supplies in. The box was unrelated to pen needle she had issue with.